Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3389s-40, lot # va0477h, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40 , lot # v139160, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that patient had a pain stimulation implant placed on (B)(6) 2014 and since then one of his implantable neurostimulators (ins) was showing in the simple mode setting instead of advanced mode. The reporter noted that in the past both ins¿s showed in the advanced mode setting. The reporter wanted to know if this could be adjusted and was told it would have to be checked by a clinician programmer. The cause of the event was not directly reported and the resolution was also unknown, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-17183 as the patient had two implants and it was not specified which was affected.